Event description:
It was reported that it was taking the patient longer to recharge their implantable neurostimulator (ins). The patient noticed this issue starting about 2-3 months prior to august but it was getting progressively worse. The patient had their ins on all the time and over time it had been taking them longer to recharge. The patient would have 6-8 coupling bars and it would still take them 8 hours to charge their ins to 50%. The patient¿s battery had gone ¿dead but not discharged¿ once while they were at their doctor¿s office. A manufacturer representative performed a trickle charge and it took 3.5 hours to get the ins to 25% battery. The patient noticed that since (B)(6) they had to take their programmer with them because, their ins kept turning off on its own. The patient had two rechargers and they were both taking a very long time to recharge the ins. The patient¿s battery was depleting quickly and their device shut off twice on them on the day of the report. The patient noted that ¿it was like a blue screen of death¿ and their device was having problems. They were also seeing a ¿006¿ error code on their patient programmer. It was unclear if both the programmer and the ins were having issues with their batteries depleting rapidly and shutting off. The patient was able to clear the ¿006¿ error code and the battery status of the ins on the patient programmer indicated that it was 75% charged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still complaining about issues of recharging. The reporter stated that the patient's recharging history showed intervals of 1.5 hours, 0.5 hours, and 1.2 hours which all seemed normal. The reporter found it strange that the patient was saying he spent 9 hours charging. The patient reported that his implantable neurostimulator (ins) was turning off. The patient's history showed that the patient was using 13% of the therapy and it showed that therapy was off a significant portion every day. The patient told the reporter that he never turned the stimulation off, but the reporter did not see any evidence of it. It was unknown if the patient was actually losing stimulation sensation (and stimulation was still on) or if the patient was actually checking the ins and the stimulation was off. The reporter would review this with the patient. It was further reported that the patient was charging more than expected. Stimulation usage showed at 13% between the dates of (B)(6) 2014. Clinician programmer recharge statistics showed the following: (B)(6), 1.9 100% (B)(6), 1.5 100% (B)(6), 1.4 75% (B)(6), 1.5 75% (B)(6), 0.7 50% (B)(6), 1.9 25%. It was noted that the reporter tweaked the adaptive stimulation (as) programming a bit on the day of the report and provided the patient with a group that did not have as. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the device was not turning itself off. The patient had adaptive stimulation on and didn't fully understand how it worked. The patient was educated on adaptive stimulation and after the representative did some fine tuning on their programming the patient was doing well.